Manufacturer narrative:
Somatics became aware of the complainant's alleged injuries upon receipt of a lawsuit filing. Somatics received no specific information from the treating physicians, specific dates or number of treatments, laboratory results or other objective information to corroborate the complainants' allegations. Moreover, the medical literature provides no evidence of the connection drawn by the complainant between ect treatments and the symptoms reported. Somatics maintains that the thymatron device did not cause or contribute to these injuries. In the (B)(6)2018 ruling, the FDA itself declared that there is no documented proof that ect causes any brain damage. These events were reported to the company through legal channels which limits the company's ability to conduct a full investigation, accordingly, out of abundance of caution and to ensure full compliance with 21 cfr part 803, somatics is reporting this event based on the allegations that were made rather than because it reached any conclusion that the device caused or contributed to these injuries.

Event description:
Lawsuit claimed (B)(6) suffered multiple injuries including brain damge. There was no medical proof offered and no other information concerning his health prior to alleged treatments in (B)(6) 2019.